Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was not impacted. The customer disconnected from the site and saw insulin exiting from the infusion set tubing. The customer then delivered a bolus without an occlusion. The customer indicated that the cartridge, infusion set tubing and site would be changed.